Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at quick release (qr) on (B)(6) 2024. The infusion set was in use for one day. No further information available.